Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr checked the display and determined the most likely cause of the issue was due to the touch screen needing calibration for lower area of display. After performing doing calibrations, the display is working on all parts of it.

Event description:
The customer reported while using the vela ventilator; the screen is freezing and will not respond to input. The customer reported there is no patient involvement associated with the event.